Event description:
It was later reported that the patient is doing well. It was later clarified that there was never a lack of therapy. It was reported that the patient was kept to make sure they were receiving good therapy. It was noted that the patient had been refilled once already. It was reported that the patient was receiving 5mg/ml of hydromorphone, 2 g/ml of bupivacaine and 250 mcg/ml of clonidine.

Event description:
It was reported that during a pump replacement surgical procedure they had no csf (cerebrospinal fluid) flow when they connected a new catheter to the existing catheter and when they connected it to the pump/new pump connector and tried to aspirate from the cap (catheter access port) as well. They had tried to aspirate with a 3 ml syringe and had confirmed that the needle was patent. It was stated that the patient was positioned on his back so there was no gravity to assist in improving csf flow. They were to look at needle positioning and try a larger syringe. Drugs in the pump were clonidine bupivacaine hydromorphone. It was later reported that the patient was admitted for a few days after the procedure. Per reporter, they were to consider a catheter revision if patient was not receiving therapy before they were going to release him, but they had not scheduled a revision as of (B)(6) 2014. The prior pump was replaced for eri (elective pump replacement).

Manufacturer narrative:
Product ID 8596sc, serial# unknown; product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8596sc, serial# unknown; product type catheter product ID 8711, serial# (B)(4); implanted: 2007 (B)(6); product type catheter. (B)(4).